Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. It was reported that the dexcom system was exposed to a x-ray machine. Labeling indicates: don't put your dexcom g5 components through x-ray machines. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.